Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try several troubleshooting steps, but the customer chose not to perform them during the call. Instead, the customer planned to clean the button area and its surroundings when changing the cartridge. The case was confirmed closed, with the customer indicating they would reach out again if the issue persisted.